Event description:
It was observed during the device inspection that the gastrointestinal videoscope exhibited foreign material in the air/water (insufflation) channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results if the investigation, foreign material was confirmed to be clogging the air/water nozzle but could not be removed or identified. A definitive root case of the issue could not be determined, as there was no deformation observed that might result in the retention of foreign material, however, the issue was likely the result of user handling/mishandling. The event can be detected by following the instructions for use (IFU) which state: detection methods are written in instructions for use: operation manual. Preparation and inspection: inspection of the endoscopic system- inspection of the air-feeding function olympus will continue to monitor field performance for this device.